Manufacturer narrative:
H3 and h6 codes: updated the suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was not confirmed. The probable cause of the reported problem defective latch/lock sensor. Replaced latch/lock sensor to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. All functional test of the device passed after repaired.

Event description:
It was reported that the device did not recognize an attached cassette and experienced a ¿cassette locked but not latched¿ alarm, despite the latch being closed and locked. Per reporter, there was no patient involvement. The issue occurred prior to patient use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.